Event description:
It was reported that the device was explanted after an implant duration of 27 months, due to unknown reasons. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.